Event description:
The customer reported that the system intermittently would not display a fluoroscopic image. This could cause procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable connector. The system operates as intended.